Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon removing the tubing set following treatment, solution was leaking out of the tubing set into the cassette compartment of the cycler. Patient indicates that he was sprayed in the face by the fluid. Patient had no adverse effects from this incident. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations of nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.